Manufacturer narrative:
UDI not available for this system. Other relevant device(s) are: product ID: 9731203, serial/lot #: unknown, ubd: unknown, UDI#: unknown. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system was displaying disconnected/red status when the emitter was connected to the electromagnetic localization system box. Testing revealed that an error code indicating that the emitter needed to be replaced. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative visited the site to evaluate the equipment. Hardware parts were replaced, at which point the system performed as intended. Previously reported method/result/conclusion codes are applicable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: lot number for product ID:9731203 is 0400002352. The field generator was returned to the manufacturer for analysis. Analysis found that when the field generator was connected to a known good system, the unit did not track and displayed a fault code on drive four. Analysis found that the reported event was related to an electrical issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the cause or contributing factor related to the reported issue was the emitter was not functioning properly.